Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus liberte' 3.0x24mm drug eluting stent to the left anterior descending (lad) artery, but the stent was "destroyed due to heavy calcification." No patient injuries or complications were reported. Patient status post procedure is noted as good.

Manufacturer narrative:
Visual examination of the crimped stent revealed stent damage. Damage was found on the fifth row from the distal end. Some of the stent struts were slightly raised and misaligned. This type of damage is consistent with the device meeting some form of restriction during insertion. A review of the shop floor paperwork found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause is determined to be unknown.